Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned distal portion of driveline confirmed breaches to wire insulation on both the red and orange wires that could have resulted in pump stops seen in the submitted log file. The submitted log file contained data from (B)(6) 2020 at 11:44:01 to (B)(6) 2020 at 11:31:24. On (B)(6) 2020 beginning at 11:09:48, 6 pump stops were captured with corresponding low speed and low flow hazards. The pump stop events appeared to occur while at least one of the patient¿s power cables were connected to the power module. Additionally, there were 193 pi events captured throughout the captured data. Despite these alarms, no other abnormal events were captured. A distal end driveline replacement was performed by a technical service specialist on (B)(6) 2020 under (B)(4). Approximately 24¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and variation in resistivity readings for the red wire was found. The remaining wires were tested and were found to be electrically intact, with no wire-to-wire or wire-to-shield shorts were inducted during intact testing, even with manipulation of the driveline. The silicone sleeve was removed, and examination of the bionate revealed a black tint along the length of the driveline. The bionate was removed and areas of shield breakdown were noted. The shielding was removed, and visual and microscopic examination of the underlying wires revealed a breach to the wire insulation exposing the underlying metal conductor on both the red and orange wires approximately 3¿ from the metal conductor. The remaining underlying wires were unremarkable. Bypassing the orange and red wires, the driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any additional current leakage in the insulation of the underlying wires resulting in an electrical short. The insulation breaches of the red and orange wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The relevant sections of the design history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 20feb2015. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii lvas patient handbook addresses exchanging power sources, outlines all system controller alarms as well as the proper actions associated with them, and contains an emergency response checklist. In addition, both the patient handbook and IFU state that at least one system controller power lead must be connected to a power source at all times and if both power leads are disconnected at the same time, the pump will stop. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The percutaneous lead was returned. The rest of the pump assembly kit was not returned. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020 with low flow, no flow, and pump off alarms. The patient denied having these alarms at home and said that he was on battery power at all times, even during sleep hours. A review of the log file noted that the patient was on battery power for most of the log file, then connected to the power module on 22sep2020 at 11:09 and immediately alarmed with low speed and pump stop events. A backup battery fault alarm was noted on 22sep2020 at 11:31. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appeared to be occurring while the pump is connected to the power module. Technical support recommended that the patient be connected to battery power or a no ground cable until further investigation can be completed. X-rays were requested. X-rays were received. No obvious areas of shield breakdown were noted. The patient was provided with an ungrounded cable for home although the patient said that he will continue to remain on battery power at all times. A driveline repair was performed on 30sep2020 about 2 inches from the exit site. After repair, the patient was tethered on a grounded patient cable with no issues or alarms noted. Approximately 30 minutes after the technicians left the hospital, the account reported that the patient experienced red heart alarms while tethered on the grounded patient cable. The account requested an unshielded patient cable. The percutaneous lead which was removed will be returned for evaluation.